Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection confirmed that one of the two returned tips is cracked in the middle while the other is broke in half and the pieces were returned. The manufactured dates for these devices are unknown. A complaint history and DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that while impacting an r3 cup one impactors black tip cracked and we another one broke. All the pieces were retrieved. It is unknown if there was any patient impact involved.